Manufacturer narrative:
The complaint device was not returned and no lot number was provided. Results: one potential contributing factor may be due to improper fitting of the rt040 full face mask onto the patient. The rt040 mask is new to the market and many users are in the process of converting from an existing competitors mask to the rt040 and may not be familiar with the sizing and fitting of this new mask. Conclusions: fisher & paykel healthcare marketing has developed an improved in-service program to address the potential for improper fitting. This program is currently being implemented for the customers in the united states. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.054%.

Event description:
A medical facility in the us has reported that the inner cushions of rt040m single use face masks are falling apart. The user reported that this type of incident has occurred on numerous occasions. Based on similar complaints received we believe this to mean that the mask cushion of the rt040m full face mask separated from the mask frame. We have not received any report of injury to the patient.